Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation was unsuccessful. The pacemaker was not responding to the magnet. Remote transmission a week prior revealed battery depletion. On (B)(6) 2020, the device was able to be interrogated and was found to be in backup vvi. Premature battery depletion was also confirmed. The pacemaker was restored and patient would be scheduled for device exchange.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information noted that the pacemaker was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The reported events of premature battery depletion, inability to interrogate, and no magnet response were confirmed. As received, the device had no communication and no output. Residual gas analysis (rga) was performed, indicating a device hermeticity breach. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results were consistent with a latch-up condition, which cleared after hybrid power was reset. Additional tests were performed by separating the header from the case to perform feedthrough cross-section and scanning electron microscopy (sem). Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. As a result of this finding, visual inspection of the header attachment area also revealed header delamination occurring between the header and case.. Abbott is performing further investigation.